Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off upon power up in the intensive care unit. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported turn off, which was not reproduced during evaluation. A review of the event history log identified turn off as multiple events of battery alert prior to each improper shutdown messages. The cause was determined to be a fluid contamination on the battery pins. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.